Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4) the actual device was not received. Performance data collected from the device was analyzed, and revealed that write to locked ram por recorded on (B)(4) 2010 at address 64 08 with ecc-lia conflict note.

Event description:
It was reported that the device had electrical reset. The device was still in use. No patient complications have been reported as a result of this event.